Event description:
Caller states that meter is reporting low results. Their meter reported a result of 167 mg/dl compared to the hosp results of 503 mg/dl. The customer was admitted to the hosp for 3 days. An evaluation of the system was conducted over the phone which determined that the meter was reporting results out of range. Customer was asked to return meter for further analysis and a replacement was provided.